Event description:
It was reported by the customer that a pyxis medbank system had an issue with synchronization. The customer stated that the cabinet not syncing and aspsync not starting error causing a log delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with synchronization. The agent rebooted the machine and cabinet is now syncing, the item ID on the profile was incorrect. The system functioned as intended after the agent troubleshooted the device.